Event description:
It was reported that a spectrum iq infusion pump failed to recognize close door. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem "the infusion pump does not recognize when door is closed" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.